Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined with the information provided for investigation. Additional information was requested but not provided.

Event description:
The customer reported that they received erroneous results for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). Other samples which were repeated from that same time had accurate repeat results. An aliquot of the sample coming from the pre-analytics system was tested and resulted as 6.05 iu/l. The aliquot sample was automatically repeated by the analyzer and resulted as 155.4 iu/l. The customer did not release either of the results, but retrieved the primary tube. The primary tube was tested on a different e602 module and resulted as <0.1 iu/l. The primary tube was also tested on the same e602 analyzer and resulted as <0.1 iu/l. The correct result of <0.1 iu/l was reported outside of the laboratory. The patient was not adversely affected. The hcgb reagent lot number was 177537 with an expiration date of 08/30/2015. The splash guards of the pre-analytics system were checked and were found to be in place with no visible splashing. The sampling area of the e602 analyzer was checked and was clean. The field service engineer ran performance testing and this was acceptable. The customer checked other samples that were on the same rack and none of these patients had high hcgb results. It is probable that there was contamination, but the source is unknown. "Tsh" results from the aliquot sample and primary sample were checked, with the aliquot sample resulting as 1.60 and the primary sample resulting as 1.69. No units of measure were provided for these "tsh" results.